Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's history was checked on the system monitor and showed multiple red heart alarms recorded at 13:30. The patient was asymptomatic at the time and the patient did not hear the alarm sound. The patient also stated that they did not touch the driveline or the controller. The patient did no hear the alarm sound. The log files showed a low flow, driveline disconnect, and left ventricular assist device (lvad) off alarm on (B)(6) 2022 at 1:29:55 pm, the event lasted approximately 3 seconds where the driveline appeared to be momentarily disconnected from the controller causing a pump stop event. There were no other unusual events. Related manufacturers reference report: (B)(4).

Event description:
Additional information : it was reported that the alarms were thought to be caused by the presence of electrostatic discharge. There were no further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarm was confirmed via the log file analysis. The event log file captured a driveline disconnect alarm event on may 30 at 1:29 pm (50 second) with associated hazard alarms (low flow, lvad off) and the pump speed value at zero rpm. At 1:29 pm (55 second), the driveline was connected, and the system recovered above the low speed value (4,800 rpm) shortly after. The sequence of events indicates the driveline may have been physically disconnected from the system controller. The log file was retrieved from system controller (serial # (B)(6). The data captured in the log file was able to be reproduced with laboratory testing equipment. In the testing, the driveline was disconnected from the test system controller and connected within seconds. The log file retrieved from the test system controller captured data consistent with the submitted log file. This suggests a momentary physical disconnection of the driveline may have occurred. No products were exchanged. The information indicated continue monitoring of the patient¿s products. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 18jan2022. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline disconnected and low flow alarm. Driveline disconnected alarm: 1. Immediately reconnect the driveline to the system controller and move the driveline safety lock on the system controller to the locked position. Also, check that the modular inline connector is secure. See page 2-23. 2. If alarm persists after reconnecting the driveline, press any button on the system controller to attempt pump start. 3. If the alarm still persists, check if the fixed speed setting is below 4000 rpm and the system controller¿s backup battery is not installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. 4. If driveline is connected and alarm persists, replace the system controller with a configured backup system controller. Low flow alarm indicating flow is less than 2.5 lpm. 1. Ensure that the driveline is connected to system controller. 2. Ensure that a power source is connected to system controller. 3. Clinically evaluate patient. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also, in section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Important! Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.